Event description:
It was reported that catheter entrapment occurred. A 2.25x32mm promus premier¿ stent delivery system (sds) was advanced into the guide and was loaded onto the guide wire. The proximal portion or the distal portion of the rapid exchange lumen was into the guide. When the physician had about a millimeter left to push the device into the guide, it was noted that the device froze on the guide wire. Upon removal from the guide catheter, the sds was unable to be removed from the guide wire. The sds and the guide wire were then removed as one unit from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The device was received with a 0.013in guidewire inserted. An initial attempt to remove the guidewire was met with resistance and the presence of a solidified substance (possibly blood) was noted at the distal end of the guidewire. The device was then immersed in a heated water bath at 37°c for two days. The guidewire was then removed without issue and several kinks were noted along its profile. The device is recommended for use in conjunction with a 0.014in guidewire. During the product analysis the investigator inserted a 0.014in guidewire through the device without any tangible resistance. The guidewire kinks combined with the solidified substance found along its profile may have contributed to this complaint incident. No issues were noted with the profile of the devices bumper tip profile. A visual and microscopic examination found no issue with the profile of the stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices inner or markerbands. A visual and tactile examination found that the shaft polymer extrusion was severely kinked at the guidewire exchange port. This type of damage is consistent with the application of excessive force to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.25x32mm promus premier stent delivery system (sds) was advanced into the guide and was loaded onto the guide wire. The proximal portion or the distal portion of the rapid exchange lumen was into the guide. When the physician had about a millimeter left to push the device into the guide, it was noted that the device froze on the guide wire. Upon removal from the guide catheter, the sds was unable to be removed from the guide wire. The sds and the guide wire were then removed as one unit from the patient's body. The procedure was completed with a different device. No patient complications were reported.